Event description:
It was reported that stent damage occurred. A 3.00 x 24mm synergy xd drug-eluting stent was selected for use but was found to have a frayed strut. No complications were reported and the patient was not harmed.

Manufacturer narrative:
Device evaluated by MFR.:synergy xd mr us 3.00 x 24mm stent delivery system was returned for analysis. An examination of the crimped stent identified proximal stent damage with the stent struts lifted from the crimped position. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A examination of the shaft polymer extrusion found no issues. An examination of the tip found no signs of damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.00 x 24mm synergy xd drug-eluting stent was selected for use but was found to have a frayed strut. No complications were reported and the patient was not harmed.